Event description:
Initial result for a pt hcg was 4.28miu/ml. When repeated the result was >10,000 miu/ml. The incorrect results were not used to guide therapy. The field service representation found the sample probe was out of alignment and repaired the instrument by aligning the sample probe.